Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture which was observed on a stored electrogram. It was recommended to assess the lead with a programmer to ensure an adequate rv output safety margin. This lead remains implanted and in service. No adverse patient effects were reported.